Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor errors. The customer's blood glucose value was unknown. Customer stated that insulin pump had priming and rewind malfunctions, did not fill reservoir with insulin completely and directed the customer to rewind multiple times. Customer stated insulin pump was not dosing insulin when it was supposed to. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but motor error alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion and excessive no delivery test or verify rewind anomaly, under delivery anomaly and prime or fill anomaly due to motor error alarm. The motor was tested outside of the device and passed. (B)(4).